Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.